Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number: 3013886523-2023-00313. A physician reported a certas valve (ID (B)(6)) was implanted via ventriculoperitoneal (vp) shunt on unknown date with unknown setting. The valve is connected to the bactiseal catheter (ID (B)(6)). On (B)(6) 2023, due to suspicion of shunt obstruction, the valve replaced with another ID (B)(6). According to information provided, it is unknown if the patient experienced signs and symptoms of obstruction. No information about catheter failure was provided, and it is also unknown if it was removed and replaced.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828814) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected and no defects were noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion issues with the valve were noted.